Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - other chronic/intract pain (trunk/limbs)/ spinal pain. Patient stated 2-3 months ago, the stimulator would charge but it would charge very slowly so it got harder for patient to keep the ins charged. Patient stated the last time she charged her ins was about 3 weeks ago; it seemed like the battery depleted more quickly than usual. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the ins charging slowly and depleting quickly was that it was getting old. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.